Event description:
The complaint stated the syringe plunger comes all the way out of the syringe and has caused lava to spill out multiple times. There was no patient harm and procedure was completed. It was suggested to have better syringes and to have different color labels for lava-18 and lava-34 as currently both are orange and are hard to differentiate.

Manufacturer narrative:
This MDR has been filed out of an abundance of caution, due to a potential issue with the device which could cause a delay in procedure and/or should the event occur during a medical procedure. Review of the batch record showed the device was manufactured to released specifications and had passing quality test results. Sirtex medical affairs has review the case and has stated the reported event represents a device malfunction (syringe plunger disengagement leading to product leakage) with no patient harm and successful procedure completion. There is no evidence of clinical impact, and thus this is not an adverse event, but a device-related product quality issue. The relationship to the device is related, and the event is not serious from a patient safety perspective. Given the potential for procedural disruption if occurring during administration, the event is considered reportable as a malfunction.